Event description:
The customer reported that following a diagnostic catheterization procedure in 2005, an attempt was made to deploy a vasoseal es. During the deployment procedure the dilator and sheath were advanced over the locator and into the tissue tract. At that time the operator felt the locator lose traction and believed they had lost the placement of the device at the arteriotomy. The deployer removed the locator and noticed that the j segment was missing from the locator. The sheath was re-inserted and fluoroscopy was used to locate the j segment in the tissue tract at the insertion site. The sheath was removed and hemostasis was achieved through manual compression. Treatment options were discussed and a surgical consultation was received. It was decided that as long as the patient was asymptomatic they would not intervene surgically to remove the j segment from the patient. The patient remained in the hospital overnight for observation and was given prophylactic antibiotics. No further complications were reported.